Event description:
Additional information received from the consumer reported that there was no morphine the patient's system. The prescription was lost; the patient did not have morphine for the past month. The patient was in a great deal of pain and she wanted her implant removed. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that in (B)(6) 2014, the patient¿s husband ¿gave her a beating and kicked the implant area.¿ after the kicking incident, the implant stuck out further than it used to and was sore. On an unknown date in 2015, the stimulator started moving around a lot. The patient also reported no stimulation sensation and a return of pain, the exact date of this was unknown. The patient could walk for 30 minutes or so but then the pain was more present. The patient was redirected to her physician and the patient stated she had an appointment for the following day. Charging functions were reviewed. The patient¿s programmer had also been stolen. Additional information regarding interventions/actions and outcome were requested, if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they had a fall on hardwood floor about a week prior to (B)(6). The patient experienced a loss of stimulation and a loss of therapy that occurred daily. The patient programmer (pp) was lost, so the patient was unable to use it to sync with the implantable neurostimulator (ins). Starting (B)(6), the patient "hurt so bad and had been up for three days and nights because of the pain." She had this pain because she lost the pp to turn it on and off and stated "it never hurt this bad before." The patient had medicine to take but couldn't take it until she picked up from the drug store on the (B)(6). The patient was going to call back with shipping information for a replacement pp.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger . Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer was hysterical and reported the device was hurting her and the device does not work. She stated it's hurting and burning her inside. The patient reported she had called before and no one was returning her call. She waited on hold for over five minutes and then she hung up. The consumer reported she has an appointment with a health care professional (hcp) on (B)(6) 2015, but she cannot wait that long. The patient was crying and very upset. It was hard to understand the patient, she just kept saying she was in pain and wants the device taken out. The patient repeated the same information already reported. The patient was to follow up with the hcp. The patient stated she did not have a managing doctor. Medical history includes spinal pain and lumbar radiculopathy.